Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2023 nalu received a phone call from the patient stating there appeared to be fluid draining from the surgical incision site. Patient was advised to follow up with physician. Per physician, no infection was detected, however the patient is being placed on a 5 day round of antibiotics as a precaution. This MDR is being filed due to the introduction of the antibiotic treatment.